Manufacturer narrative:
Event site name: (B)(6). The unique identifier (UDI) # information is not available as this medical device/model was marketed and/or discontinued in us before the UDI requirement became mandatory. Additional information will be provided following the conclusion of the investigation.

Event description:
On 3rd october, 2024 getinge became aware of an issue with one of surgical lights - powerled 700. It was stated the paint was chipping from the light. We decided to report the issue in abundance of caution as any paint particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
The correction of b5 describe event and problem deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 3rd october, 2024 getinge became aware of an issue with one of surgical lights - powerled 700. It was stated the paint was chipping from the light. We decided to report the issue in abundance of caution as any paint particles falling off into sterile field or during procedure may cause contamination. Corrected b5 describe event and problem: getinge became aware of an issue with one of surgical lights - powerled 700. It was stated the paint was chipping from the device and also the light and the headlight was loose and looks like it could possibly fall out of its socket. The designated complaint unit employee confirmed based on photographic evidence the issues and also that paint was chipping from all arms and headlight handle and the keypad membrane was chipping. We decided to report the issue in abundance of caution as any part or particles falling off into sterile field or during procedure may cause contamination or serious injury in case of reoccurrence. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. Provided information does not indicate if upon the event occurrence, the device was or was not being used for patient treatment. Root cause analysis was performed by subject matter experts at the manufacturer. As they stated, regarding safety segment issue we recommended replacing the safety segment at 6 years. Root cause of this malfunction is incorrect maintenance. Regarding paint peeling, the customers confirmed that a 3rd-party has painted the device. Here, this 3rd party has modified the painting, and thus the medical device itself and its properties. Therefore, we, maquet sas, cannot be responsible of this painting issue. Additionally, maquet sas strongly advise the customer not to use anymore this device, as there is a high risk of serious injury if any paint particles falls into the sterile operating field. The keypad peeling off is a normal wear at this location. In the chapter daily inspections before use the user manual mentions to check that the keypad is in good condition. As soon as a default is noticed on the keypad membrane, its replacement must be performed. The film protection is available as spare part. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
Getinge became aware of an issue with one of surgical lights - powerled 700. It was stated the paint was chipping from the device and also the light and the headlight was loose and looks like it could possibly fall out of its socket. The designated complaint unit employee confirmed based on photographic evidence the issues and also that paint was chipping from all arms and headlight handle and the keypad membrane was chipping and the safety segment was damaged with missing particles. We decided to report the issue in abundance of caution as any part or particles falling off into sterile field or during procedure may cause contamination or serious injury in case of reoccurrence.